Manufacturer narrative:
D02 - isi received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The mcs tip cover accessory was found to have tearing at the mouth on the distal end. One tear extended to the gray silicone area of the mcs tip cover accessory. The tears were axially aligned with the mcs tip cover accessory and measured from 0.078¿ to 0.174¿ in length. There were no signs of thermal damage present at the end of any tears. No material appeared to be missing. Tears at the mouth are most commonly caused by repeated thermal and mechanical stresses. The root cause is attributed to a component failure.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. No information for the mcs tip cover accessory is visible in instrument or system logs. The mcs tip cover accessory, when used as intended, provides insulation over a section of the endowrist mcs instrument so that radio frequency (rf) energy is only available at the instrument scissor tips. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the mcs tip cover accessory was reportedly damaged/cracked with no evidence or claim of user mishandling/misuse. In the event the mcs tip cover accessory is compromised, it is possible for energy to discharge in an area other than the instrument tip. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no report of patient injury related to the reported event, the reported failure mode could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a crack in the monopolar curved scissors (mcs) tip cover accessory. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of the date of this report.